Event description:
It was reported that there was a gradual rise in shock lead impedances. At implant impedance measured 50 ohms and now impedances measure 117 ohms. Technical services discussed troubleshooting options. At this time, the lead remains in service. Additional information was received that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.